Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a fuzzy display. There was no patient involvement when the issue occcured. No patient or user harm reported. The service engineer (se) reported that the v60 ventilator had a fuzzy display. It was reported that the issue occurred due to a loose connection between the display cable and the power management (pm) board. The se replaced the pm board, and display cable to resolve the issue.